Manufacturer narrative:
On april 15, 2021, mentor became aware that the following reference number information submitted in the previous follow up 2 report was incorrect: "please see patient's previous complication for the left side under manufacturer report number 1645337-2021-03926, and 1645337-2021-03927 for the right side". The correct reference number are psr reference (B)(4) for the left side and psr reference (B)(4) for right side. Also, patient also experienced bilateral ptosis was missed in the previous reports. This supplemental medwatch report is for the patient¿s leftt-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 15, 2021, device re-evaluation was performed. The analysis remains the same except that the right side device was also evaluated due to bilateral ptosis reported. The right side analysis results are being reported seaparately. During visual evaluation no apparent damage or visual anomalies were observed on the sm mpp gel 475cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 29, 2021, mentor became aware that the previous devices replaced in 2018 were mentor implants. On march 30, 2021, device evaluation was completed. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the sm mpp gel 475cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. A second product was received (lot-7493570). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the patient's previous implants were mentor as well. Please see patient's previous complication for the left side under manufacturer report number 1645337-2021-03926, and 1645337-2021-03927 for the right side. Date of implant has been correctly updated to (B)(6) 2018, under d6a on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent revision breast augmentation with a 475cc mentor memorygel breast implant and experienced capsular contracture; baker grade iii on her left side postoperatively. As a result, the patient underwent bilateral explantation and replacement with catalog number 3504751bc; serial number (B)(4) on the left side, and with catalog number 3504751bc; serial number (B)(4) on the right side on (B)(6) 2021 .